Event description:
The customer reported that an 840 ventilator was inoperable while in use on a pt. The pt was not harmed or injured as a result of the event. Covidien tech support engineer (tse) troubleshoot this issue with the customer over the phone. The customer was advised to run extended self-test (est, short self-test (sst) the perform verification test (pvt) and run vent for 48 hours. Covidien was not authorized to repair the unit. The customer followed the tse recommendations and he was unable to duplicate the reported failure. Customer has conducted final testing.